Event description:
It was reported that the patient presented remotely via merlin net transmission. Transmissions revealed that the right ventricular (rv) lead had noise episodes. No patient symptoms or intervention was reported.